Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported "door latch sensor not working", which was observed at power up as a door not fully latched alarm. Eval found a loose the upper link switch when door is physically closed. The screw were replaced. See scanned page.

Event description:
It was reported that a spectrum pump had a "door latch sensor not working". It was also reported there was no pt involvement.